Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received a sensor ended alert on the ilet when using a libre 3 plus sensor, resulting in loss of cgm alerts, and later experienced a cgm offline alert with a bell icon message indicating pairing failed; the user performed a fingerstick with a blood glucose of 162 mg/dl and entered it into the ilet, then replaced the expired sensor and subsequently resolved the pairing issue by rescanning, which initiated a warmup countdown. Symptoms included loss of cgm data visibility and connectivity interruption. Outcomes included restoration of cgm connectivity following user-guided troubleshooting and education. Investigation included guided review of the libre 3 plus connection status in the ilet menu, confirmation of the pairing failed alert, and rescanning to reinitiate pairing and warmup. Investigation of this case revealed that the initial loss of cgm alerts was due to an expired libre 3 plus sensor and that the subsequent pairing failure was resolved through standard reconnection steps with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use of an expired sensor followed by transient bluetooth pairing difficulty resolved through standard troubleshooting.